Manufacturer narrative:
The device remains implanted in the patient post-mortem. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. A supplemental report will be submitted when the manufacturer's investigation has been completed. Device remains implanted.

Event description:
Approximately nine months post hvad implantation this patient was admitted to the hospital with elevated pump powers and hemolysis. The patient expired on (B)(6) 2014. The cause of death was decompensating heart failure. The therapeutic team did not report a causal relationship of the device to the reported event. The device will not be returned to the manufacturer for evaluation as it remains implanted in the patient post-mortem.

Manufacturer narrative:
New information indicates that the patient originally had a competitor's pump on (B)(6) 2014 and exchanged for vad (this manufacture's device) on (B)(6) 2014. Powers were not elevated 24 hrs prior to death nor were they months prior to her death. The patient chose to expire at the end and stop treatment. With the new information received regarding the patient's history of chronic lymphocytic leukemia (cll) diagnosed in 2012, it is reasonable that the hemolysis wasn't related to the pump. She had many bleeding issues related to the cll. It is reasonable to suggest that there were some underlying health conditions that could have predisposed the patient to this event; therefore this event does not meet the definition of a FDA reportable event and is now considered to be not reportable. After further review of additional information received the following sections have been updated accordingly: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.